Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "vent failed to read min. Volume and continuously alarmed despite vent changes and meds. Switched to a new ventilator, the problem no longer existed, resp therapist notes the vent was a servo-I running with heliox. The pt apparently was breath stacking and auto cycling. Md notes: the pt is difficult to ventilate. Hypercapnia and respiratory acidosis worsened. He is currently on pressure control 18/8 with resp rate of 18, but only able to breathe 14 breaths per min. Pt is on heliox and was started on ketamine.the pt was taken off the vent. The resp therapist was bagging the pt and it was easy to bag. The pt was still wheezing. Volume control was tried. The pt peaks were in the 30's, plateau of 15, and minute ventilation around 7. The pt was not initiating own breaths. There was dyschrony with the vent even though pt has no spontaneous breaths, corneal reflex, gag reflex. New vent and 1x dose vecuronium improved ventilation." (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received by the user facility. No ventilator logs have been provided and no service on the ventilator has been requested by the hospital. Information about the current status of the ventilator has not been provided. Information provided in the medwatch stated ¿per respiratory therapy supervisor: ventilator is a new vent that should not have any issues. The vent was checked out by biomed and tested for two days with no malfunction or issues. The ventilator function was normal. I suspect user error on the part of the rt¿. No investigation has been possible, therefore the root cause of the reported event has not been determined. We agree with the statement from the user facility that the reported issue was most probably related to a user error or to the difficulty in ventilating the patient.

Event description:
(B)(4).